Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc). A revision procedure was performed and this lead was left capped and surgically abandoned. A new lead was implanted. No additional adverse patient effects were reported.